Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2025. Upon initial ventricular assist device (vad) interrogation, a driveline disconnect alarm/ (vad) off alarm were noted to have occurred on (B)(6) 2025. Log files were submitted for review and appeared to capture one 1 line of data prior to the driveline disconnect. The line of data consisted of flow noted to be at 1.3 lpm. The driveline was reconnected on (B)(6) 2025 at 10:46:43 and at 10:46:53 the flow recovered to 2.8 lpm. The pump files were normal.

Manufacturer narrative:
Corrected data: section b3 has been corrected to an event date of 12may2025. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a pump stop due to disconnection of the driveline; it was reported that the patient disconnected the driveline to clean its exterior. Review of the submitted log files confirmed that the driveline was briefly disconnected on 12may2025, which activated the associated low flow, driveline disconnect, and lvad off alarms. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 7 "alarms and troubleshooting" outlines system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. A, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ the current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the cause of the driveline disconnect alarm/ventricular assist device (vad) off alarm was due to their dog "slobbering" on their modular cable connection area while they were sleeping. The patient then decided to clean it and disconnected it during the cleaning. The patient was said to be stable.

Manufacturer narrative:
Corrected data: section h6: health effect - clinical code and health effect - impact code corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.